Event description:
It was reported that this artificial urinary sphincter (aus) stopped working due to a leak in the cuff. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.